Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported she went swimming with the infusion device on (B)(6) 2010, and 30 minutes later, there was water in the device. The patient dried the device and changed the accessories. She stated after contact with water, her blood glucose has been elevated to 518 mg/dl. The patient believes the infusion device is delivering too little insulin and the piston rod is not functioning properly. The patient switched to the backup infusion device and her blood glucose decreased. Her normal blood glucose range is 100-120 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.